Manufacturer narrative:
The manufacturer previously reported an issue related to sound abatement foam. This action was reported to FDA per 21 crf part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging irritation to eyes, congested nose, weight in chest, face and hands turn bright red, and particles in tubing and chamber. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 01/30/2023 for further evaluation. The device was evaluated on 03/29/2023. There was no mention of visual findings to the external part of the device. Powered up the device and confirmed airflow using a known good power supply and power cord. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 5090.7 hours and 0 blower and therapy hours. No care orchestrator data was available for download. During the investigation of the device, pil observed an unknown dust contaminant on the front panel, rear panel, bottom enclosure, on the blower, blower seal, and on the blower box. A keratin-like substance was observed on the blower box outlet. (B)(4) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit is scrapped. Section d8, d9, h2, h3 and h6 were updated.